Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filled to report single leaflet device attachment (slda) requiring intervention. A mitraclip procedure was performed to treat grade 4 mitral regurgitation (mr) with a wide coaptation gap and left ventricle greater than 70mm. A nt clip and a ntw clip were implanted, reducing mr to2. It was noted that imaging had been difficult due to the patient anatomy. The following day, the patient reported to feel unwell. It was discovered via echocardiogram imaging that both clips had detached from the anterior leaflet, resulting in two slda events. Mr had increased back to grade 4. It was noted that there evidence of tissue injury from the ntw clip. The medical team decided to move forward with a mitral valve replacement for the patient. No additional information was provided.

Event description:
This is filled to report single leaflet device attachment (slda) requiring intervention. A mitraclip procedure was performed to treat grade 4 mitral regurgitation (mr) with a wide coaptation gap and left ventricle greater than 70mm. A nt clip and a ntw clip were implanted, reducing mr to2. It was noted that imaging had been difficult due to the patient anatomy. The following day, the patient reported to feel unwell. It was discovered via echocardiogram imaging that both clips had detached from the anterior leaflet, resulting in two slda events. Mr had increased back to grade 4. It was noted that there evidence of tissue injury from the ntw clip. The medical team decided to move forward with a mitral valve replacement for the patient. Subsequent to the previously filed report, additional information was received: when the patient returned the following day post procedure, fatigue was noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported image resolution poor was associated with difficult imaging due to patient anatomy. The reported fatigue and the reported mitral valve insufficiency/ regurgitation (recurrent mr) appear to be due to the slda. The reported incomplete coaptation (periprocedure) associated with the slda was due to the clip implant¿s interactions with challenging patient anatomy (large coaptation gap). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.